Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was less than 20mg/dl. The mother states the pump settings are off and the device keeps administering too much insulin. It was reported that the doctors are not bothering with the customer's settings due to them being wrong. The customer was put in the intensive care unit and then discharged. No further information provided.